Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the leadless implantable pulse generator (ipg), intermittent loss of capture (loc) during post operation recovery was observed. Diagnostic testing and troubleshooting was performed and revealed low thresholds and intermittentloc. The leadless ipg output settings were re-programmed, and the patient was hospitalized for observation. Upon re-evaluation, no loc, and stable thresholds noted, however repeated impedance checks revealed varying measurements. The leadless ipgoutputs were programmed for observation and intermittent loc decreased but present at approximately 1 beat per minute. Additionally, when device mode was re-programmed the loc changed from approximately 1 beat per minute to every other beat. The leadless ipg output was increased for observation. And consideration of device replacement. Subsequently, the leadless ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.